Event description:
The manufacturer received a report from a customer indicating that the trilogy evo ventilator displayed a ¿ventilator inoperative¿ message accompanied by an audible alarm. This information was promptly communicated to the sales representative. Upon notification, the sales representative visited the customer¿s facility and replaced the device with a unit of the same model. There was no serious patient harm or injury that occurred or was reported. There was no report of medical intervention. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. During the evaluation of the device, the manufacturer confirmed that a ventilator inoperative error occurred related to the machine flow sensor, during standby mode. This error indicates that the measured drift of the flow sensor deviated from the standard. Based on this finding, it is considered that a failure was detected during the self-check at standby and therefore, the flow sensor in which there could have been a failure was replaced to address the issue. Additionally, unrelated to the reportable malfunction, the front panel was replaced for physical damage, air inlet foam filter, particle filter, and muffler assembly were replaced for routine preventive maintenance. The manufacturer¿s service technician completed final and run-in testing, including battery and valve checks, and performed cleaning. The device was confirmed to be operating properly.